Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services placed on (B)(6) 2016 stated that this lead had high thresholds. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).